Event description:
It was reported that a spectrum pump was "over infusing" a fentanyl infusion with a vtbi 90ml, started at 21:36 and programmed to be delivered at 50mcg/hr (5ml/hr). At 00:30, 3 hours later it was discovered that the bag was empty but the pump displayed volume given 13:1ml; vtbi: 76.9ml and time remaining: 15:23. This incident occurred in the ICU on a pt who was being treated for a cerebral bleed and subarachnoid hemorrhage. The pt was intubated and on a ventilator. Symptoms at the time of the incident are unk. Medical intervention at the time of the incident is unk. Risk manager states that the pump was swapped out at the bedside at the time the bag was discovered to be empty. After the pump was removed from the pt, the clinical staff tested the pump three times and was able to reproduce the reported symptom. The device was then sent to the biomed department and 5 flow rate accuracy tests were performed per the service manual reproducing an over infusion.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error, which was reproduced by baxter as the device was found to over infuse. The device was tested and it was observed that the pump delivered with an inaccuracy of greater than 10%. Baxter's engineering investigation found the door hook shims were removed from under the door hooks which caused the device to over infuse. It was also determined that this occurred while the device was in the field. The customer reported over infusion was a result of unauthorized repair activity performed outside of the baxter medina facility. The door was disassembled and returned to service to be calibrated. This unauthorized repair/service performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited."